Manufacturer narrative:
Visual inspection found the device was broken in the middle of the interruptions and missing a coil from the two coil pattern, along with the drill head. Without the drill head we are unable to determine the condition of the cutting edge. The complaint was confirmed, however, a root cause be determined with confidence. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the distal tip of the 4.5 flexible reamer unraveled and broke off during use. The broken piece was retrieved from the patient and discarded. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.